Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that no intervention was undertaken, patient have effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was advised not to go through with an MRI due to the lead being migrated. As a result, surgical intervention may be undertaken to address the issue.